Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
According to customer the down button does not work anymore. No adverse event occurred. Pump replaced and requested for investigation.